Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was later reported that st elevation occurred prior to the catheter being inserted into the patient's body as well as upon being introduced into the left atrium. Additionally, it was also later noted that pulsed field ablation was delivered after the angiogram was done and cleared.

Manufacturer narrative:
Product event summary: the afr-00001 affera sphere-9 catheter with lot 0012830180 was returned and analyzed. No anomalies were identified during external visual inspection of the catheter. During external visual inspection of the sphere, collar, and shaft segments, no anomalies were identified. The sphere, collar, and shaft were intact with no apparent issues. The catheter passed the mapping and ablation test with the mapping system; no errors were triggered. No performance issues were identified with the catheter. The catheter passed the shorts test. No errors were triggered. The catheter passed the mapping test. No errors were triggered. In conclusion, the reported clinical issues cannot be assessed through analysis. The catheter passed the returned product inspection. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a cardiac ablation procedure using the sphere catheter, the patient experienced st elevation in the precordial leads prior to catheter introduction. While mapping was performed, inferior st elevation occurred and resolved spontaneously after seven minutes. An angiograph was conducted, revealing mild coronary disease. After the procedure was completed, the patient developed recurrent st elevation and became ischemic, requiring medical support. The physicians determined the cause to be an unspecified coronary spasm. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.